Manufacturer narrative:
The investigation of the returned patient cassette has been finalized. No deviation was found with the patient cassette. No device logs were received for evaluation. Prior investigations of similar failure modes have found that a stuck plate/disc in the expiratory valve may lead to the reported issue. The root cause of a stuck valve in prior case has not been possible to fully determine by the performed tests and analysis. Different methods to simulate a stuck valve have been used. The valve has been exposed to saline, human saliva and water which were added to and then extracted from a co2 absorber. When performing the simulation method above it was possible to reproduce the event with a stuck valve but we do not have any evidence that these simulation methods correspond to what made the valve to get stuck at the hospital.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). More information surrounding the event has been sought. A supplemental medwatch report will be provided when the investigation is finished.

Event description:
It was reported that, during system checkout the expiratory one way valve in the patient cassette was found stuck. There was no patient involvement. (B)(4).